Event description:
Several people got a longuette delta splint on the lower leg in u-form. They all had macerations at their heels and bubbles on the skin or even open wounds. The pts were treated with products from another supplier before, with these they had no problems. It was reported that the delta split is very slow drying although it was expressed in a towel.